Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer's report was not confirmed. The device was then returned to olympus for further evaluation. During inspection and testing of the returned device, service found that due to wear of the lock engagement lever, the up/down knob could not be locked securely. The air/water cylinder and suction cylinder were discolored. The t-nut of the elevator channel plug was loose. The sheet holder unit had corrosion due to water leakage. The plastic distal end cover (c-cover) was scratched. The adhesive around the light guide (lg) lens was dirty. The adhesive on the bending section cover (a-rubber) was worn. The coating was peeling on the connecting tube. The universal cord was scratched. Three attempts were performed to obtain additional information, including the customer's cleaning, disinfection, and sterilization processes, and the positive culture test results, but no further information was provided by the customer. The investigation is still in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported there was a positive culture test of the evis exera duodenovideoscope (subject device), despite double washing of the scope. The reported issue was found during reprocessing of the scope. The customer confirmed there was no injury to a patient due to the issue. The positive culture test results were requested, but not provided. No further information was provided. .